Event description:
It was reported that the bolus connector is broken. There was unknown patient involvement and unknown patient harm/adverse event reported. Device evaluation revealed a damaged downstream occlusion seal and error 46822.

Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. Review of the event history log revealed the device shows error 46822. The device was visually inspected and functionally tested. Functional testing revealed the device shows error 46822. The primary problem was due to a defective printed wire assembly (pwa). Visual inspection revealed the downstream occlusion (dso) seal was damaged. The dso seal and pwa were both replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.